Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A DHR review was performed and yielded no exception documents that would cause or contribute to the reported failure. A search of the complaint database was performed and no similar complaints were identified.

Event description:
The account alleges the stylet from the right side of the device broke off. The stylet was sticking out of the device, the clinician was able to safely retract the stylet back into the device. The device was safely removed from the patient. No additional patient consequence to report.